Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell as a result of a low blood glucose (bg); subsequently the touch screen became cracked and unresponsive. The customer's blood glucose was 31 mg/dl; food was consumed to address the low bg. Customer suspected cause of the low bg may have been due to an infection; however, this could not be confirmed by the customer. Customer declined troubleshooting for low bg to verify low bg cause. Reportedly, customer continued to use the pump for basal delivery and also confirmed that manual injections are available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issues were verified. Functional testing was performed and no failure was identified related to the low blood glucose issue. The information will be used for tracking and trending purposes.